Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was in the intensive care unit due to diabetic ketoacidosis. Caller stated that the customer was in the ICU because the infusion sets were kinked. Caller stated that the customer drove himself to the hospital. Caller stated that the customer was using the z tape and the sensors kept coming out. Customer went to the emergency room on (B)(6) 2016 with a blood glucose reading of 729 mg/dl. Customer had diabetic ketoacidosis and stayed in the hospital for 4 days. Customer was feeling sick and drove himself to the ER. Customer was released 4 days after. Customer discovered that the catheter was kinked.